Event description:
It was reported that an unknown device failure occurred with two devices during a laparoscopic left nephrectomy. No additional information provided.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #: 610a10. Additional information was requested, and the following was obtained: could you please provide more details to the complaint? - reported by rn in room that hilum of kidney was extremely thick, radiated tissue like concrete. Surgeon struggled to close stapler on tissue. Needed to use multiple devices to complete transection. Anvil is visibly bent. Did the device deliver any staples? I believe so. If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. Did the device cut? If yes, was the cut line complete? - unknown if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Unknown. Was there any difficulty opening the device? If yes, how was the device removed from the patient? Unknown. If yes, did the jaws eventually open? Unknown. Is the current patient status known? Procedure was able to be completed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received partially fired 1/16. No functional test was performed due the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload it is also possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.